Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: a physician reported a patient/customer experienced an infection on (B)(6) 2018 while wearing an adc freestyle libre sensor. It was further reported that the patient/customer also had contact dermatitis at the sensor site. The patient/customer was treated with an unspecified antibiotic and unspecified antihistamine. The report noted the injury was ¿minor¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from mhra (2018-008-024-401-008) which reported the following information: a physician reported a patient/customer experienced an infection on (B)(6) 2018. While wearing an adc freestyle libre sensor. It was further reported that the patient/customer also had contact dermatitis at the sensor site. The patient/customer was treated with an unspecified antibiotic and unspecified antihistamine. The report noted the injury was ¿minor¿. There was no report of death or permanent injury associated with this event.